Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 12/07/2020, belt 07/30/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest in the hospital on (B)(6) 2021. It was reported that hospital staff performed resuscitation efforts. Per clinical review of the continuous ECG recording, the device was started up at 19:55:41 on (B)(6) 2021. The patient was in a paced rhythm from 90-140 bpm at 00:10:45 on (B)(6) 2021 until the rhythm slowed to an idioventricular rhythm from 40 to 90 bpm with CPR/motion artifact. The patient's rhythm then degraded to vt at 140 bpm at 00:30:45 before degrading to vf with CPR/motion artifact, varying amplitudes, tactile artifact, pacemaker spikes, and response button use. It was not reported who was pressing the response buttons. The lifevest detected the vf arrhythmia, but CPR/motion artifact, varying amplitudes, tactile artifact, pacemaker spikes, and response button use prevented the lifevest from delivering a shock. The electrode belt was disconnected at 00:50:09 while the patient was in vf with CPR/motion artifact, varying amplitudes, tactile artifact, and pacemaker spikes. It was not reported who disconnected the electrode belt.